Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was discoloration and missing additive. The following information was provided by the initial reporter: customer inquiry/problem: customer is reporting discoloration in tubing for item 367812, lot# 2125601.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for color variation with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode color variation. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was discoloration and missing additive. The following information was provided by the initial reporter: customer inquiry/problem: customer is reporting discoloration in tubing for item 367812, lot# 2125601.